Manufacturer narrative:
Procode: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Concomitant medical products: concomitants: 6663920 201-78-15 - holding pin mini sharp point 4 pk. 5545186 201-78-81 - 3 trocar, mod. Hex 2pk. 5776328 201-78-81 - 3 trocar, mod. Hex 2pk. 5604250 201-78-87 - 4 trocar, mod. Hex. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that 58 yo male patient, initial right knee implanted on (B)(6) 2021, underwent a revision procedure on (B)(6) 2023, approximately 2 years 1 month post the initial procedure due to poly wear. The insert was replaced. There were no surgical delays reported. The patient was last known to be in stable condition following the event. The device is not available for return as it was disposed of by the hospital.

Event description:
Patient had the intial tka implant procedure on (B)(6) 2013, was revised on (B)(6) 2021, and underwent this second revision procedure on (B)(6) 2023. The first revision procedure was reported under 1038671-2021-00108.

Manufacturer narrative:
H6: the revision reported may have been the result of prosthesis wear, as stated in the experience report. However, the reason for the wear could not be determined as the device was not returned for evaluation and images were not provided.